Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what were the indications for surgery? ¿ pelvic pouch. Patient had previous colectomy. No radiation. In what procedure was the device used? Pelvic pouch. Patient had previous colectomy. No radiation. Please provide additional information and clarification regarding ¿an unidentifiable device malfunction /misfire occurred.¿: the surgeon explained that the resident fired the cdh. He said the she may not have fired properly. I asked if you felt or heard the audible crunch of the washer breaking and he said not that I recall. I asked if you saw formed staples and he said yes so a sign that the staples weren¿t dumped prior to firing. What is the current patient status? Patient is fine. He did not tell me if still in hospital or discharged.

Event description:
It was reported that during an unknown procedure, an unidentifiable device malfunction /misfire occurred. The device was removed, ended up doing a hand sewn anastamosis ++ more blood loss, lost additional bowel. In addition a diverting loop ileostomy needed to be performed.

Manufacturer narrative:
(B)(4). Batch # n53r0f. The analysis results found that the cdh29a device arrived in good visual condition with only one staple partially formed inside the pockets. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.